Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. It was noted that it was likely the system was left unplugged overnight. The representative made sure it was charged for 24 hours and then performed a system checkout. The system was determined to be fully operational.

Event description:
Medtronic received information that a site's image acquisition system (ias) powered down immediately after being unplugged in the hallway when the site was going to attempt to use it. There was no patient present when this issue was identified.

Manufacturer narrative:
Manufacturer updated to proper value.